Event description:
The customer reported that during repair to a left elbow ligament, the tip of this awl broke in the surgical site. The original surgery was completed using another awl. An x-ray confirmed the detached tip remained in the surgical site. The surgeon performed another surgery to remove the detached tip.

Manufacturer narrative:
Conmed linvatec has requested additional info regarding this event. To date, this device has not been returned for eval. A follow-up report will be sent upon receipt of this device and completion of the investigation.